Manufacturer narrative:
The customer's complaint that the pump had a burning smell when the unit was turned on was verified. The device had an intermittent alternating current (ac) on. Inspection of the power supply found a burn mark on the solder side of the board. Replaced power supply. The device powered up and passed the self-test with no alarms. Probable cause damaged power supply.

Event description:
It was reported that the pump had a burning smell when the unit was turned on. The technician could not identify what was burning. There were no sparks, shocks, flames or smoke noted, just an overwhelming smell of burning. The battery was replaced and the device was turned off while plugged in. It was further added that the power cord was not discolored or cut. The prongs on the power plug were not bent or broken as well. Additionally, there were no bare metal wires noted. When the pump was returned for investigation and it was noted there was a burn mark on the solder side of the board during the inspection of the power supply. There was no patient involvement and no harm was reported.